Manufacturer narrative:
The valve was patent. It did not meet requirements for the leakage test due to a puncture hole on the top of the valve¿s dome. The instructions for use that accompanies the device cautions that a 25-gauge or smaller noncoring needle should be used for injections or csf sampling from the valve dome. The valve was not able to be adjusted from pressure level 1.5. This precluded the siphon, reflux, pressure-flow, and preimplantation tests. Proteinaceous was observed throughout the interior of the valve. Debris within the valve may be preventing the movement of the adjustment mechanism. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the strata valve could not be adjusted from pressure level 1.5, so the shunt was revised. The patient had the valve implanted at (B)(6) hospital 8 years ago. It was also reported that the patient does "not show any signs of health hazard."